Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked reservoir tube, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced keypad issues and the buttons not working on the insulin pump. The customer stated that she did not receive any alarms. The customer's blood glucose was 186 mg/dl. The customer was advised that the insulin pump needed to be replaced. The customer had already discontinued use of the insulin pump and reverted to a back-up plan. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.